Event description:
A minimum fill notification was reported by the caller, indicating an issue with insulin cartridge loading. There was no adverse impact to the customer's blood glucose level. Initially, reloading the cartridge did not resolve the issue, despite having 80 units or more of insulin remaining. The caller was advised to clean the pneumatic tap area and subsequently guided through correctly loading a new cartridge onto the pump. This successfully resolved the issue, allowing the caller to resume insulin delivery.